Event description:
An aneurx stent graft systems was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm approximately 12 years ago. Aneurysm size from the time of implant is not available. The aorta measured approximately 25mm above the aneurysm and 28mm at the celiac artery. It was reported that a CT was done during a recent routine follow-up and it showed the aneurysm diameter was 10.4 cm. The aortic neck diameter was 33 mm and it was 10 mm in length. The CT imaging revealed that the stent graft had migrated 9-10 cm below the lowest renal artery and there was a proximal type I endoleak present. The stent migration was attributed to disease progression, neck dilatation, calcification and thrombus. No intervention is planned and this case is non-operative. The patient is being monitored by their physician. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (endoleak, stent graft migration), patient's condition affected effectiveness of device (disease progression, aortic neck dilatation). Evaluation .conclusion: . Device failure/lack of effectiveness related to patient condition (disease progression, aortic neck dilatation).